Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had a clinical assessment coming up. No further complications were reported.

Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient thought something was wrong with their programmer- when they went to turn stimulation off at night (and confirmed the lightning bolt disappeared) the stimulation continued; this occurred daily. The patient knew how to use the device and their healthcare provider (hcp) suggested they get their programmer replaced. The patient called back after receiving their replacement device and reported that it still wasn't working. No further complications reported.